Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone insulation was partially detached from the jaw. Specifically the left side of the jaw. While they were transecting. One of the vessel branches was stuck in the detached silicone insulation. It was partially detached. Maybe halfway. It¿s still in the jaw. The procedure was completed however they needed to open another evh kit. There was a delay and they made a tear in the vein because of the incident. Patient is still in hdu. Legs are ok.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 10/10/2025. An investigation was conducted on 10/13/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device jaws as well as on the heater wire. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. There were no other visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed, however, the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000478437 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Event description:
N/a.